Manufacturer narrative:
Analysis was performed on the returned device. The reported link separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the observed suture/link separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure.based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break occurred after removing the plunger. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.